Event description:
It was reported that during the attempted implant of the right ventricular lead, the helix would not deploy from the lead body. Multiple attempts ["25+ turns"] failed. The lead was not implanted and a new lead was placed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned and analyzed. Analysis results revealed that the helix was disengaged from the helical channel. Blood/body fluid was present on the distal conductor (not obstructed) and in/on the helix mechanism and its sleeve head. The tip seal was observed to be out of position.